Event description:
Report states: implanted; left ovarian tumor removed; 3 mos. Later right ovarian tumor, hysterectomy; chronic cystitis; internal burning sensation; back pain, neck pain, shoulder pain; chest pain; fatigue, depression, memory disturbance; rashes, nightsweats, severe hair loss, dizziness; stuttering, stumbling; leg weakness with paralysis; breast infections; tmj problem, dry eyes and mouth; explanted, still sick, paraesthesia, chronic fatigue, fibromylagia (major).